Event description:
Doctor was doing a shoulder arthroscopy and was going to use the ambient super turbovac 90 degree. When plugged into the unit, error 7 and error 8 came up. Device was disconnected from the unit and plugged back in, still error. Unit turned off and back on, still error. Removed from field and not used. Refer to additional documents in i2k.